Event description:
It was reported that during a drug eluting stenting treatment procedure, the "shaft separated. While prepping the catheter, the stent and shaft separated completely apart. It was fine during unpacking. An otw taxus 2.75x16 was successfully deployed in the rca of the male pt." No pt complications were reported. Additional info has been requested regarding this event.

Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.